Event description:
It was reported that a fitbone nail implanted on (B)(6) 2025 does not function. On (B)(6) 2025 the patient underwent a revision procedure. As per the reported, the patient is in good health condition and the treatment is ongoing.

Manufacturer narrative:
The device involved in this event has not yet been received by orthofix. The technical evaluation will be performed as soon as the device becomes available. As soon as the further information and/or the results of the technical investigation are available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market. As per fitbone instruction for use: possible adverse events: a successful result is not achieved in every surgical case. Additional complications may develop at any time due to improper use, medical reasons or device failure that require surgical re-intervention to remove or replace the medical device. Preoperative and operative procedures including knowledge of surgical techniques and proper selection and placement of the device are important considerations in the successful utilization of the device by the hcp.

Event description:
It was reported that a fitbone nail implanted on (B)(6) 2025 does not function. On (B)(6) 2025 the patient underwent a revision procedure. As per the reporter, the patient is in good health condition and the treatment is ongoing. On (B)(6) 2025, it was confirmed that the receiver was discarded by the hospital.

Manufacturer narrative:
It was not possible to perform any technical analysis as the device concerned was discarded by the hospital. Based on the information made available on the event, it was not possible to determine the root cause of the problem that occurred. In case further information and/or the device concerned become available, orthofix will finalize the investigation. Orthofix continues monitoring the devices on the market. As per fitbone instruction for use: possible adverse events a successful result is not achieved in every surgical case. Additional complications may develop at any time due to improper use, medical reasons or device failure that require surgical re-intervention to remove or replace the medical device. Preoperative and operative procedures including knowledge of surgical techniques and proper selection and placement of the device are important considerations in the successful utilization of the device by the hcp.